Manufacturer narrative:
Pump¿s history and trace files downloaded successfully using thump software. Unit passed self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No absence of occlusion alarm noted during testing. Testing. No absence of occlusion alarms noted in the pump history/trace files. Force sensor was measured and is within spec (24.9mv at zero offset). No damage noted at the electronic assemblies during visual inspection. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case alleged absence of occlusion alarm not confirmed during testing. Unable to verify customer alleged for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported an incident blood glucose value of 15.9 mmol/l and the current blood glucose value (at the time of the call) was 7.3 mmol/l. The customer reported hyperglycemia treated with a manual injection/insulin pen. Troubleshooting was performed. The event involved product(s) mmt-1885. The customer reported high blood glucose. The customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. The high-pressure test did not pass twice. No further patient complications were reported. The product return status for mmt-1885 was no.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.